Event description:
It was reported that a revision surgery was performed. It is unknown the reason for this revision. Head was removed.

Manufacturer narrative:
It was reported that a revision surgery was performed. The reason for this revision is unknown. The affected oxinium femoral head and r3 articular insert were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the insert did not reveal any deviation from the standard manufacturing processes. The lot number for the femoral head was not provided. Thus, a review of the manufacturing records for this part cannot be performed. A review of the complaint history for the listed insert revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. A clinical analysis noted that the x-ray provided is undated and shows a greater trochanteric non-union fracture with a fracture plate and cerclage wires. There is a broken screw near the distal tip of the stem. The prosthetic head doesn¿t appear centered in the shell but this is a single view. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported revision cannot be confirmed. The impact to the patient beyond the revision cannot be concluded. No further clinical assessment is warranted at this time. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.